Event description:
Complainant alleged that during the transport of a patient, with chest pains, the device screen went blank upon the patient's arrival at the hospital. The medics then transferred patient care to the hospital's emergency room staff, who then connected the patient to the facility's device. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.